Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from 95% to 2% overnight. Reportedly, the pump battery fully depleted over night. The customer's blood glucose level was impacted (300mg/dl). Multiple follow up attempts were made to gather more information and complete troubleshooting. However, no additional information was provided.